Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -11.50/1.5/095 (sphere/cylinder/axis) , implantable collamer lens into the patients right eye (od) on (B)(6) 2018. The lens was removed and replaced on (B)(6) 2018 for a shorter length lens due to excessive vault. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Device evaluation: the lens was returned in a micro centrifuge vial with moisture on the lens. There was clear surgical residue on product. Visual inspection found the haptic torn and residue on the lens. Common device name should be corrected to phakic toric intraocular lens in original MDR. Claim#: (B)(4).